Event description:
Follow up revealed that the patient underwent surgery wherein the system was explanted. The patient is doing well post operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. The manufacturer defers to the patient¿s physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be taken to address the issue.